Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set change for an ilet user required live guidance, during which the user initially had difficulty hearing instructions, and an inset teflon infusion set was deployed incorrectly due to user error before a subsequent successful site change and reconnection to insulin delivery were completed. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms, no hospitalization, and no ongoing clinical impact. Investigation included remote troubleshooting and user education on proper site preparation, applicator positioning flush to skin, insertion, and tubing fill and connection. Investigation of this case revealed that the infusion set was not deployed or connected correctly, consistent with use error, and no lot information was available to support device-specific analysis. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and connection.